Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac lamp is defective. No negative impact in state of health reported.

Manufacturer narrative:
Device evaluation: the device was sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer led lights dimly was confirmed, and further defects were detected. In total the following defects were detected: led is dim , blade damaged , cover damaged. As stated, the device passed the quality check at the time of delivery. Based on the defects found during the technical inspection, it is concluded that the most likely cause of the described fault is mechanical damage, possibly caused by the user dropping the device. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: an investigation of the article mentioned cannot be carried out because the customer has not returned the product for a detailed error analysis. The customer's information cannot be confirmed. Despite several written requests for a more detailed error analysis, the item has not been returned to us. According to the customer, the image flickered during use and showed image disturbances. According to the customer, the device was exchanged for another one, which solved the problem. There may be an electronic fault with the device, but this cannot be confirmed at present. Furthermore, it is reported that a cover cloth had a hole in it. At this point in time, it cannot be determined how the hole is related to the optics used. If the optics are returned to us, the report will be reopened, the cause will be analysed on the device, and the results of the investigation will be entered in the investigation report. The event is filed under internal karl storz complaint ID: (B)(4).